Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , the patient¿s cgm was reading 53 mg/dl and was continuing to drop. No bg meter reading was taken at this time. The patient was also feeling dizzy. The patient called his doctor and was advised to go to the emergency room. At the ER, the patient¿s bg meter reading was 800 mg/dl while the cgm was providing low readings (the patient¿s reported cgm readings between 25-35 mg/dl, however, the cgm device cannot provide a numerical reading under 40 mg/dl). The patient was also hypertensive with a systolic reading of 195, diastolic reading could not be recalled. The patient was treated with unspecified IV bags, insulin, and tylenol (400 mg). The patient was discharged on (B)(6) 2024 / (under 24 hours). It was also noted that the patient had dementia and could not recall any further event details. The patient was tired but ¿better¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid when the patient was in the ER. No additional patient or event information is available.